Manufacturer narrative:
Event description: an event was reported where one (1) mib plate was removed for an unknown reason. This event was initially collected through trilliant's annual customer feedback survey and specific case details have not been received at this time. This ccr is being closed and one (1) MDR is being submitted on or before 01/08/2020 in accordance with timeliness and applicable reporting requirements in current versions of sop (B)(4), FDA medical device reporting, and sop (B)(4), customer complaint reports. The below sections will be considered, and if more information becomes available this investigation will be supplemented. Review of surgical technique: a review of the surgical technique cannot be completed at this time. DHR review: the lot numbers for the mib plate cannot be accurately determined at this time as very limited information is available at this time. If and when additional details become available, a DHR review will be completed if lot numbers can be determined. Visual / dimensional inspection: parts have not been returned at this time and a visual or dimensional inspection cannot be completed. Simulated use testing: due to the nature of the complaint, it is unlikely that simulated use testing can be completed for this event. Evaluation of similar complaints: this was the only report identified during 2018 or 2019 involved with this surgeon using the mib system, and no similar complaints were identified. It is unknown when this plate was implanted or explanted and a more extensive review of the ccr log shall be completed as additional information becomes available. Summary / root cause analysis: the root cause of this reported mib hardware removal remains unknown at this time.

Event description:
(B)(6), trilliant's senior marketing manager, received feedback from dr. (B)(6) on december 9, 2019 upon closing trilliant's 2019 products and services survey. When prompted to provide more details if "fair" or "poor" was selected for any of our product offerings, dr. (B)(6) wrote the following comment regarding the minimally invasive bunion plating system on (B)(6) 2019: "we have had to take out the mib plate, other than that it is fine, in the correct case." Sales support contacted (B)(6), dr. (B)(6) local trilliant sales representative, on january 3, 2019 to request any additional information. (B)(6) was unaware of the details and requested sales support contact dr. (B)(6) directly. Sales support emailed dr. (B)(6) to gain more information: "good afternoon dr. (B)(6), I wanted to follow up with a few questions in regards to the feedback you provided on trilliant's 2019 products and services survey. We received the following comment: "we have had to take out the mib plate, other than that it is fine, in the correct case." Our quality management system requires this feedback to go through a customer feedback/customer complaint reporting process. These reports help our quality and engineering departments properly investigate the feedback that will potentially proactively resolve issues for you and other surgeons alike. To write up the formal report, I will need to gather a few key details: date of original implantation? Facility of original implantation? Date of explantation? Facility of original explantation? Reason for explantation? What was utilized it in it's place/what did you do to remedy the surgical site? Patient age, gender, notable co-morbidities? Which plate were you utilizing? Was a tiger cannulated screw used as the lag screw? Did you have to remove the entire plate construct or just the screws? If this would be easier to go over via phone call, feel free to contact me at the information provided below. Thank you!" Sales support will continue to follow up with dr. (B)(6) for more information. As of 01/08/2020 no additional information has been received. This event was initially collected through trilliant's annual customer feedback survey and specific case details have not been received at this time. This ccr is being closed and one (1) MDR is being submitted on or before 01/08/2020 in accordance with timeliness and applicable reporting requirements in current versions of sop (B)(4), FDA medical device reporting, and sop (B)(4), customer complaint reports.